Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it failed the leak test when the unit was warm. The customer states the unit will pass the leak test when the unit is cold. The customer determined that the leak was inside of the gas delivery engine. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: carefusion's european service center received the suspect device and confirmed the customer's reported issue. The outlet component within the gas delivery engine (gde) was not installed at the correct angle, causing the flow sensor to get in the way between the blender and outlet. The baseplate was loosened and reinstalled at the appropriate direction, allowing for the appropriate spacing, and the reported issue was resolved.